Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new 20cm x 12mm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp), implant date (B)(6) 2018 exact date in (B)(6) 2018 is unknown, patient code.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new 20cm x 12mm spectra penile prosthesis was implanted. Should additional relevant details become available, a supplemental report will be submitted.